Event description:
Additional information received indicates that surgical intervention took place on 16jan2024 wherein the leads were explanted and replaced to address the issue. The second lead was electively replaced. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Patient weight is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place wherein the ipg from system#1 was explanted and replaced with a new ipg to address the issue. Patient was reprogrammed post op. Surgical intervention is pending to address the high impedance on the 3186 lead. One of the leads from scs system # 2 has high impedances.

Event description:
Related manufacturer reference number:3006705815-2023-06969. It was reported that the patient¿s does not have therapy from scs system #1 due ipg being inoperable. Additionally, patient is experiencing ineffective therapy from scs system # 2 due to high impedances on of the leads. As such, surgical intervention may take place at a later date to address the issue. Investigation was unable to determine which of the leads attributed to the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.